Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n252968, implanted: (B)(6) 2010, product type: accessory. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Device evaluation summary as previously reported in manufacturer's report # 3004209178-2013-16202....[analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; gear train anomaly stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found residue and shaft wear on the lower shaft of the rotor magnet.]

Event description:
The following information [a patient elected explant was reported. There were no known performance issues. The pump was explanted (B)(6) 2013.]....and....the analysis results were previously reported in manufacturer's report # 3004209178-2013-16202. Additional information was received on 11-feb-2016 from a post market clinic study site and it was reported that the pump was electively removed as the intervention for the patient's inadequate pain relief. It was then determined that the following information is also applicable for this event. Any additional information received will be filed in this manufacturer's report. Information was received from a healthcare professional via a post market clinical study on (B)(6) 2015 regarding a patient receiving hydromorphone (2.0 mg/ml at 0.1351 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, cervical/neck, and degenerative disc disease. At that time, it was reported that the patient had inadequate pain relief on (B)(6) 2013 and needed to increase her oral medication in order to get pain relief. The severity of the event was noted to be "mild". Additional information was received on 11-feb-2016 and it was reported that the intervention related to the patient's inadequate pain relief was device system explant on (B)(6) 2013. The event outcome was noted as "resolved without sequelae; resolved date: (B)(6) 2013". It was noted that the patient elected to have the device removed. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The event etiology was changed from ¿patient elected to have the device removed¿ to ¿pre-existing condition, worsening or exacerbation¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the clinical study indicated no actions were taken as an intervention.